Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip noted during visual inspection. The pump passed prime/ compromised force sensor, displacement, basic occlusion and excessive no delivery alarm test. There was no excessive no delivery alarms noted. The pump rewinds properly. However noisy motor noted during rewind due to faulty motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. The customer performed troubleshooting was not able to resolve the issue. The customer states the pump made a strange noise while rewinding. The device will be returned for analysis.